Manufacturer narrative:
(B)(4). Torn iris seal the analysis results of the device found that the seal materials were heavily wrinkled adjacent to the upper inner seal ring, still snagged between the lower seal ring gear teeth and upper inner seal ring, potentially as a result of surgeon technique. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, when the surgeon was firing the instrument, the clip could not come out because of the jaw being distorted. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
It was reported that during a laparoscopic adrenalectomy procedure, the seal cap assembly was ripped. No pieces of the device fell into the patient. Another device was pulled to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.